Event description:
I had essure placed on (B)(6) 2014. The procedure took around twenty minutes, because my cervix had to be opened. Since the placement of essure, I have battled chronic pelvic pain. I have two very small children, and this has caused a great amount of problems. I am now scheduled for a hysterectomy on (B)(6) 2014 to have the coils removed. In order to do so properly, my fallopian tubes and uterus will need to be removed.